Event description:
It was reported that a user contacted support due to concern about rising blood glucose, with an initial reading of 262 mg/dl while using the ilet, and the user performed a full supply change prior to the call; follow-up showed blood glucose decreased to 193 mg/dl, and troubleshooting and education were completed with no device alerts or alarms reported. Customer care provided support that included review of the event history and user report by support with follow-up monitoring. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device malfunction or component issue was identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no escalation of care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.